Event description:
The device received has been classified as an unreconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the blade tip broke off and not returned during functional testing on gen11an alert screen was displayed. The device will stop activating when the blade becomes damaged. A brake was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.